Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6) product type implantable neurostimulator product ID 978b128 lot# va2jln8 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient (pt) stated that they had their lead and implant replaced because the healthcare provider (hcp) had said that the previous lead had migrated a little bit away from the nerve, patient said this time with lead closer to nerve they hoped for different results with current implant. Patient said their hcp told them that they would see a small positive difference between where the therapy could help them now that the new lead was placed close to the nerve. Pt said they have a post op appointment in a few weeks.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97800 (nmg421617h); product type: 0197-implantable neurostimulator; section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2jln8); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that was having a revision for the stimulators. Patient stated that the simulator on the left, the lead migrated and said like a year but also said they did not know how long. Patient stated that it is not working and has been turned off. Caller stated that the simulator on the right works but is not helping. Pss was going to transfer the patient over to the stim group for reporting, but the patient declined.